Event description:
A home peritoneal dialysis pt reported that he woke up with a pd cycler alarm and was feeling ill and shortness of breath. The cycler showed that he was in fill 3 and fill volume was 1,640 ml. The solution bags were empty. He bypassed to drain and was able to drain>4 liters. He felt relieved after draining. There was no serious injury or illness.